Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional transarterial chemoembolization procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to inability to maintain position/stability of the device due to deployment technique outside the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b1 - adverse event/product problem: adverse event removed. B2 - outcomes attributed to ae: required intervention removed, na added. H1 - type of reportable event: updated from serious injury to malfunction. H6 - health effect - impact code: code 4641 was removed and code 4656 was added.

Event description:
Subsequent to the initially filed report, analysis of the returned device noted that there was no blood in or on the device. Follow up with the site was conducted and it was reported that the device was opened but not used during the procedure. The physician deployed the device, outside the patient anatomy, and a cuff miss occurred. There was no patient involvement. No additional information was provided.